Manufacturer narrative:
(B)(4). The concomitant product: navistar, model# d-1183-08-s, lot# 15764959m.

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, mapping of near his was performed. Then the catheter was moved to the lateral, the catheter on the display bounced. Due to the catheter's movement, the width of the ra became 30cm on the display. Also, when the catheter was moved to superior vena cava (svc), the catheter icon moved bigger than real movement and so the length of the ra became larger. The coordinate on the display of carto was deformed. There was no warning message from carto before the shift. At this time, the electrical potentials were displayed normally and only the location information was deformed. Troubleshooting such as rebooting the carto and reentering study mode didn't make the situation improve. Because the issue was not resolved, the procedure was finished without using carto. After the procedure, the staff checked the carto by rebooting it. After acquiring points in the mapping area on the location pad, physician performed mapping. The issue was not reproduced at the time. The procedure was completed without patient consequence. The complaint product(s) will not be returned for analysis.

Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, mapping of near his was performed. Then the catheter was moved to the lateral, the catheter on the display bounced. Due to the catheter¿s movement, the width of the ra became 30cm on the display. Also, when the catheter was moved to superior vena cava (svc), the catheter icon moved bigger than real movement and so the length of the ra became larger. The coordinate on the display of carto was deformed. There was no warning message from carto before the shift. At this time, the electrical potentials were displayed normally and only the location information was deformed. Troubleshooting such as rebooting the carto and reentering study mode didn¿t make the situation improve. Because the issue was not resolved, the procedure was finished without using carto. After the procedure, the staff checked the carto by rebooting it. After acquiring points in the mapping area on the location pad, physician performed mapping. The issue was not reproduced at the time. The procedure was completed without patient's consequence. The complaint product(s) will not be returned for analysis. Biosense field service engineers used a phantom cube for testing new 4mm catheter and old test catheter. The same phenomenon was reproduced therefore the conclusion that the issue was caused by the catheter. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.